Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device was unable to discharge. The clinician switched to defib paddles and successfully continued treating the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.